Event description:
Boston scientific received information that this system was exhibiting impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. The lead safety switch (lss) was triggered which reconfigures the lead to unipolar mode. The patient was experiencing phrenic nerve stimulation so the lss was programmed of and the lv configuration was programmed back to bipolar mode. Typically, the lv impedance is around 673 ohms for this patient. The caller was inquiring about if it just takes one measurement of greater than 2000 ohms to trigger the lss. The out of range (oor) measurement occurred while the patient was sleeping. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed with the caller the reasons the lss will be triggered. Lead testing was performed in all pacing vectors and impedance measurements were all within normal limits. No other adverse events have been reported. This product issue will be updated if additional information is received.